Event description:
Customer reported that the insulin pump screen went blank and that it began to give off a constant tone after it was submerged in a hot tub. The blood glucose reading was 162 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range. No blank display or constant tone was noted. However, moisture damage was noted on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.